Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline stent flattened at the middle section. The patient was undergoing surgery for treatment of an aneurysm located on the internal carotid artery c6 segment with a max diameter of 6.46 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the flow-diverting stent was intended for the treatment of an intracranial c6 segment aneurysm. After being removed from the packaging, the stent was fully hydrated and delivered into the phenom27 microcatheter to the m1 segment. Once the distal end was deployed, it was retracted to the distal internal carotid artery for positioning. However, during further deployment, it was observed that the middle segment of the stent became flattened. Multiple attempts at elongation and shortening maneuvers were made, but the issue could not be resolved. The stent was retrieved and redeployed twice, but the flattened state persisted. Multiple elongation and shortening maneuvers were performed again, but the stent still could not fully open and adhere to the vessel wall. Considering that repeated operations might cause damage to the patient's vascular endothelium, the stent was removed. A new ped stent was used instead, and the surgery was successfully completed. The pipeline and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a 6fnavien115(b 787640) guide catheter, and a phenom27 fg15150-0615-1s microcatheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline failed to open in the middle of the device. Part of the pipeline had been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. The cause of the damage and failure to adhere to the vessel wall could not be determined. It was clarified that that the "flattened" part of the device did not refer to the damage of the pipeline, but rather the inability to open or make the stent adhere to the wall.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were not open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open¿ was confirmed as the distal, middle, and proximal of the braid were not open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, which eliminates it as a potential cause. In this event, the damaged braid and deployment of the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than twice, over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.